Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal and middle of left anterior descending artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older device evaluation by MFR.: synergy ous mr 4.00 x 24 stent delivery system was returned for analysis. A visual examination of the stent found distal row stent damage with struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a hypotube kink 270mm distal from distal end of strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found proximal inner stretching 95mm prox to distal end of tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal and middle of left anterior descending artery. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.